Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. Prior to the event, the customer woke up with a blood glucose reading of 500 mg/dl. The customer treated with a manual injection, but her blood glucose levels remained elevated. By the time she got to the hospital, the customer's blood glucose was 33 mg/dl. The customer also stated that she was 17 weeks pregnant. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.